Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reporting that enlite sensor readings are off between 100 - 200 points. Which is triggering high and low suspend alarms when customer's blood glucose is stable. Customer did not provide blood glucose during call. Customer declined troubleshooting for the sensor. No further information was provided.